Manufacturer narrative:
The 8 mm small grasping retractor instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigations confirmed the customer reported complaint of a broken wire. The instrument was found to have a broken pitch cable at the distal end. A cable segment was sticking out at the instrument's wrist. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified broken wire from the 8 mm small grasping retractor instrument was identified. There was no report of patient harm, adverse outcome or injury. In addition, there was no claim that any instrument fragments fell inside the patient.